Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx laa closure device was implanted. At the 45 day follow up appointment which took place 56 days post index procedure, computed tomography assessment (cta) revealed a 13.9mm by 8.3mm laminar thrombosis on the face of the closure device on the side towards the left upper pulmonary vein (lupv). The patient was given anticoagulants to treat the thrombosis. There were no further patient complications reported.